Manufacturer narrative:
Codman has received the device for investigation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Affiliate reported that the ventricles of the patient's brain remained too small even though the doctor increased the pressure. The doctor replaced the device in 2008. The device was implanted in 2000.